Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patients underwent internal carotid artery stenting on (B)(6) 2011 using the moma cerebral protection device. Patients discharged on (B)(6) 2011, no surgical complications. Patient had the symptom of dysarthria within 2 days when the patient was discharged from hospital. Patient went to emergency room on (B)(6) 2011 and was hospitalized from (B)(6) to (B)(6) 2011. Patient took the medication and recovered well. It was reported that the patient was then diagnosed with suspected cerebral infarction by another neurologist. No further sequelae reported for this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.